Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that the patient underwent stage one implant surgery at a hospital. During a follow-up visit, redness and swelling of the buccal mucosa at tooth position 36 was observed, with marked tenderness on palpation. The situation was explained to the patient. The implant was removed, and the treatment plan will be revised after wound healing.the patient was presented with a gingival infection, redness and swelling.